Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit had a blank screen upon receipt. However, the condition could not be reproduced. Inspection revealed an excessively wrinkled flex strip on the lcd assembly. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will not pump. Upon triage on (B)(6) 2017 the service technician found that the unit had a blank display.